Event description:
User alleges they had two event of when attempting to expel air from the syringe, the filter-pro device came off the syringe. No clinician exposure to blood. User facility also stated that they had a similar event occur a couple of years ago, but were not able to provide any additional information.